Manufacturer narrative:
(B)(4).

Event description:
"It was reported that the catheter was punctured without intercurrence by the physician on duty, without difficulty in the puncture with correct disconnection of the guide wire, but resistance was noted in the removal of the guide where a bend could be observed causing the catheter to be removed along with the guide wire rendering the material unusable." No patient harm was reported. The patient's condition is reported as fine.

Event description:
"It was reported that the catheter was punctured without intercurrence by the physician on duty, without difficulty in the puncture with correct disconnection of the guide wire, but resistance was noted in the removal of the guide where a bend could be observed causing the catheter to be removed along with the guide wire rendering the material unusable." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos and one video for analysis. The complaint of a kinked swg was able to be confirmed by the photos and video. A complete visual inspection could not be performed as no sample was returned. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer provided two photos and a video for analysis. The complaint of a kinked swg was able to be confirmed by the photos and video. The customer also returned one guide wire and a lidstock for evaluation. Signs of use were observed in the coils of the guide wire. Visual examination revealed the guide wire was unraveled from the proximal weld and has three kinks on the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. The kinks in the guide wire measured 107mm, 179mm, 482mm from the distal end. The guide wire total length from the distal weld to the point of separation on the core wire measured 600mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.803mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and there were no findings relevant to this investigation. The instructions for use (IFU) provided with this product states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"It was reported that the catheter was punctured without intercurrence by the physician on duty, without difficulty in the puncture with correct disconnection of the guide wire, but resistance was noted in the removal of the guide where a bend could be observed causing the catheter to be removed along with the guide wire rendering the material unusable." No patient harm was reported. The patient's condition is reported as fine.